Event description:
It was reported that prior to an unknown procedure, at the system check, a blip was heard and then an error occurred. When the blade was reset, the hand piece was disassembled to pieces. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 4/24/2009. Evaluation summary: the hand piece was received already dis-assembled. A torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the nose cone was cracked. Due to this condition, it may have lead for an error code or activation issues to occur.